Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during and ultrasound-guided kidney biopsy the device allegedly failed to obtain tissue samples and was allegedly difficult to remove. It was further reported that the patient's kidney began bleeding necessitating additional treatment to stop the bleeding and the procedure was completed with another device. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device - expiry date: 10/2021.

Event description:
It was reported that during and ultrasound-guided kidney biopsy the device allegedly failed to obtain tissue samples and was allegedly difficult to remove. It was further reported that the patient's kidney began bleeding necessitating additional treatment to stop the bleeding and the procedure was completed with another device. The current patient status is unknown.